Manufacturer narrative:
Updated d8, h3, and h4. Corrected g2. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not being returned, the reported malfunction could not be reproduced. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a preparation for use, a disturbance resembling horizontal noise was observed in the endoscope image when using the video system center and light source combination. There were no reports of patient harm.